Manufacturer narrative:
D1,d2,d6(catalog and lot numbers)- this information was acquired from the subject device that was received for evaluation. G1,h4- this information was determined by the lot number acquired from the subject device. H6- examination showed that the subject device was made to specifications at the time of manufacture.

Event description:
Nail was implanted on 12/17/98. Pt fell and nail broke at static hole. Nail was found broken on 3/18/98. Nail was removed from the pt during the week of 3/23/98.